Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump had no power. The patient noted there was no damage seen to the battery compartment or battery cap, the battery cap had been replaced and was secure and tightly attached and the pump had not been exposed to moisture. The patient replaced the pump battery to no avail. There was no patient injury associated with this issue. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.